Event description:
Follow-up revealed the patient was hospitalized on (B)(6) 2016 for generalized weakness, chronic (B)(6), and their ongoing wound healing issue. The patient's issues resolved over time, but the patient will remain under palliative care until otherwise.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient associated with this report is a clinical study participant. It was reported the patient has been experiencing wound healing issues related to their incision site. The patient was also hospitalized due to an unrelated health condition in addition to. Treatment has consisted of antibiotics, wound care via clinical referral, wet-to-dry dressing, and calendula cream.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.